Manufacturer narrative:
(B)(4). Correction: the device was manufactured july 23, 2013 - july 24, 2013. The cause of the condition was determined to be due to a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution was found leaking to the interstitial space of a half day infusor. The infusor was filled with desferal 500 mg (non-baxter product) diluted in sodium chloride (non-baxter product). There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. One infusor unit was received with fluid inside the housing which indicated a leak has occurred. A functional leak test was subsequently performed by refilling the reservoir with green color water in order to identify the exact location of leakage. After fill, leakage was observed at the welded area of the volume indicator port located inside the infusor housing. The reported leak problem was confirmed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.